Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak occurred from a venous port due to a loose access and return line at the top and bottom of the filter of a prismaflex m150 set during patient use. This was observed during blood return to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.